Event description:
A home pt (hp) contacted a baxter technical services rep. (Tsr) with a check supply line alarm during last fill (fill volume 1405 mls) on a homechoice system (hc). The hp had already disconnected the heater bag and re-spiked a new bag with the same line. The tsr explained to the hp that contamination issues arise when this is done. The hp stated that he had not re-started filling, and the tsr assisted with ending therapy. The hp's nurse stated she has since reviewed proper procedures with the hp, and there was no medical intervention or pt injury associated with this event.